Event description:
It was reported the customer had a no delivery alarm while changing their infusion set. The customer's blood glucose was 90 mg/dl. Troubleshooting was not completed because the customer did not have enough insulin. The customer stated they were able to resolve the alarm by inserting a new reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.